Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. An evaluation was performed by olympus based on the information received from the customer. The customer¿s reported complaints (buckled cable and no image) were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported events occurred because the video function did not work properly due to a faulty (buckled) cable. However, since the physical device was not returned and the evaluation was based on the information obtained from the customer, the root cause could not be determined. This supplemental report includes a correction to b5 to include information that was inadvertently not included on the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The reported incident occurred during a laparoscopic cholecystectomy procedure. Although there was a delay of a few minutes, the total procedure time was approximately 45 minutes and there was no required prolongation of anesthesia due to the event. The device was able to maintain an image while a member of staff held the cord straight, allowing the procedure to be completed with the same device. There were no error messages displayed during this event. No additional interventions were required, and the incident did not affect the patient outcome.

Manufacturer narrative:
The device has been received however; the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head displayed an intermittent image and the screen turned completely black. The image was obtained for a longer period when the cord was held. The event occurred during a therapeutic procedure and there was no patient harm or user injury reported due to the event.